Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Upon interrogation, the right ventricular lead exhibited high capture thresholds. All other lead parameters were stable. On (B)(6) 2018, the lead was capped and replaced. Patient was stable.